Manufacturer narrative:
Result: faulty foot-end sensor coil cord.

Event description:
It was reported by service report that the up and down controls were not functioning at the footboard, and the foot-end was stuck up high, and would not lower. No pt involvement or adverse consequences were reported.